Event description:
It was reported that the right ventricular (rv) lead experienced high impedance, oversensing noise, high short interval counts (sic), and non-sustained ventricular tachycardia episodes resulting from a possible fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts up to 2533 and there were non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. On (B)(6) 2014-10-30, the right ventricular (rv) bipolar lead impedance measured 2052 ohms from the normal trending of 380 ohms. The rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).